Event description:
It was reported that the right ventricular (rv) lead exhibited a sensing threshold measurement below range. The rv lead remains in use. No patient complications have been reported as a result of this event.